Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that after the customer filed the cartridge, insulin began leaking out of the luer lock. Customer had elevated blood glucose levels (approximately 400 mg/dl). Customer successfully changed the cartridge and resumed insulin delivery. Customer delivered a manual injection to stabilize blood glucose level.